Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was hospitalized on (B)(6) 2017 for high blood glucose. Customer's blood glucose did not register on the meter, and rose to above 600 mg/dl, reaching 809 mg/dl once admitted. The caller reported the customer experienced nausea and thirst from their high. The caller stated the customer was being treated for asthma and high blood glucose leading to the hospitalization. The customer was treated at the hospital. The customer was wearing the insulin pump at the time of the hospitalization. The customer declined to check for the presence of leaks or air bubbles during the troubleshoot. The customer has disconnected from the insulin pump. Customer's current blood glucose was unknown. The insulin pump will not be returned for analysis.